Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was that yesterday the patient went to recharge the implanted neurostimulator and the equipment started acting up. Caller stated that the controller displayed system problem rm03 and that the recharger cord going into the paddle got extremely hot. Caller stated that they were told to reset the controller in the past, however the issue was not resolved. Caller stated that the pt was in bad pain. Caller was at work and didn't have the equipment present during the call, however caller was able to call the pt and obtain the recharger serial number. Agent sent a request to repair to replace the recharger.

Manufacturer narrative:
H3: analysis of the [recharger], model [97755], s/n (B)(6), revealed animal or other physical damage, chewed by animal at rtm donut, damaged donut. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.